Manufacturer narrative:
Lumenis contacted its foreign distributor in order to collect more information regarding the reported event; some additional information was provided. The question regarding the type of ventilation tube that was used and whether it complies with iso 11990 is still without an answer. According to the distributor " as far as (B)(6) is concerned, we have had no such incident in the past 5 years with a co2 sharplan". A review of subject device labeling (pb2469700_l) stated the following: " warnings: for procedures performed in the operating room under general anesthesia, use only laser-resistant endotracheal tubes appropriate for the co2 wavelength. Avoid directing the co2 laser at the tracheal tube in an oxygen enriched environment to prevent airway fires. Review all endotracheal tube instructions for use with the co2 laser" , "explosion and fire hazard: do not operate the unit in the presence of flammable anesthetics or volatile substances such as alcohol, gasoline or solvents. Flammable drapes, surgical gowns, gauze and other ignitable materials must be kept out of the beam path. The use of nonflammable materials and instruments is advised. Flame retardant surgical drapes, gowns, etc., are recommended. A readily accessible fire extinguisher in the vicinity of the unit is also recommended" and " complications may include the following: endotracheal tube fires ". A lumenis clinical manager had reviewed this reported event and determined that explosion and fire hazard is an expected side effect due to user misuse already known as laser technology risk. A lumenis certified service engineer visited the site on 23-jun-2020, after the reported event and examined the laser system together with the hospital's bio-medical engineer. No device malfunction was found. The bio-medical engineer, does not suspect device malfunction as being the cause or contributory to the event reported he noted ", the laser and the probe are out of the question". The bio-med added "patient was de-intubated after 2 days and apparently will not have serious consequences; his conclusion is that they were probably in presence of an "oxygen pocket" which would have been formed following the removal of a patient's lung part during a previous operation". Lumenis believes that device malfunction is not suspected as being the cause or contributory to the event reported. A review and analysis of all available information indicated that the most probable root cause is "operational context". Lumenis believes the problem was related to the operator's technique or use environment. Although there is no evidence that a lumenis product had malfunctioned in this event, the event caused an injury to a patient. In an abundance of caution, lumenis determined that this event is still reportable as a lumenis laser system was a contributory part of the event. Lumenis is closing this complaint, but will continue to monitor this operational context failure; complaint trending will continue to monitor per global complaint handling sop (B)(4) and per post marketing surveillance procedure (B)(4).

Event description:
According to materiovigilance report number: (B)(4). During an ent oncology procedure, in a foreign user facility in which a lumenis-sharplan 30c co2 laser was being utilized, an explosion with flames started in the operating room at the operating field; the tracheal tube had to be removed urgently from the patient who suffered from significant burns and injuries at the larynx. Unable to continue operation, the procedure was cancelled and the patient was moved to the intensive care.